Manufacturer narrative:
Images provided do not allow for evaluation in relationship to this event.(B)(4)

Event description:
On (B)(6) 2014, three gore viabahn® endoprosthesis were implanted during an av access procedure. On 1(B)(6) 2014, a declot procedure was performed.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Inconclusive- investigation is in progress. Three gore viabahn® endoprosthesis were implanted. It is unknown which of the three devices thrombosed and required reintervention. Lot #10708265, MFR report #2017233-2015-00146. Lot #13059142, MFR report #2017233-2015-00145. Lot #13049058, MFR report #2017233-2015-00144.